Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an off no power alarm. The customer's reading was 124 mg/dl. The customer had 2 low battery alarms in the alarm history. The customer inserted a new battery and was advised to monitor the device. Nothing was replaced or returned for analysis.